Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that while closing the knee wound, the modular metal patella clamping attachment and the grey anatomic plastic clamping attachment were left in the patient. This happened when the surgical assist and surgeon released the locking mechanism on the patella clamp arms. Upon unlocking of the clamp, the two pieces fell off of the clamp and into the wound. No pieces broke during this event. The pieces fell off due to their modularity and the spring action of the locking and unlocking mechanism on the patella clamp. No person or party in the room realized this had happened. The surgical staff finished closing the wound, unknowing of the two pieces still in the wound. Ultimately the patient had to be brought back for a separate case to have the instruments removed. The two items were then retrieved from the wound safely. This complaint is related (B)(4) which reports the post op removal surgery where the instruments were removed from the patient.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.